Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch due to an abrupt low out of range pacing impedance measurement less than 200 ohms. Upon review technical services (ts) found atrial tachy response episodes had been stored inappropriately due to noise oversensing. In addition, low ra amplitude measurements were exhibited. Ts suggested a lead revision or replacement may be required. Additional information has been requested but was not provided at this time. This ra lead remains in service. No adverse patient effects were reported.